Manufacturer narrative:
Initial and final MDR 2014043- MDR 3003442380-2024-28795- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered two infusion sets cannula kinked events on (B)(6) 2024 within 3 hours after insertion. Site of insertion was abdomen. The blood glucose level was reported 510 mg/dl and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.